Event description:
It was reported after a diagnostic laparoscopy for tubal ligation the pt had bleeding at the 578sd trocar site. The surgeon felt the threads were traumatic and caused the bleeding. The pt was brought back in and the bleeding was stopped via suture. 6/10/97 surgeon had performed a diagnostic laparoscopy; he used a 578sd trocar through the umbilicus. He feels as if this trocar is very traumatic when it is removed. During the post operative period the pt lost approx 1500cc of blod. The hemoglobin dropped from 13 to 9 grams. She underwent repeat laparoscopy and the blood was removed. It was noted a significant amount of hematoma at the umbilical port site, however, a distinct bleeder was not identified. Further sequelae did not occur. He did obtain some photographs and he has suggested that he might be able to send those to co. Have given him co address so that co might be able to examine them. There is no other material for co to examine.